Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The distal end tested positive for coagulase-negative staphylococci. The obtained results are in conformance with the requirements. The customer provided additional information regarding the cleaning, disinfection and sterilization processes performed onsite for the endoscopes. The customer uses detergent aniosyme x3 during pre-cleaning and manual cleaning. Additionally, during manual cleaning, the customer uses asept inmed and disinfectant anioxy twin at bedside. The customer cleans the biopsy, air and suction pistons in an automatic cleaner. The customer did not provide the name of the automatic endoscope reprocessor (aer) and uses detergent endo high and endo high paa, manufactured by (B)(4). The customer strips and manually cleans the scope before cleaning the scope in a tank washer. Olympus is the customer¿s maintenance company. The device have been returned and the evaluation is in process. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the distal end channel on the evis exera iii duodenovideoscope tested positive for two (2) colony forming units (cfus) of plural microbial flora and the all channel sample tested positive for five (5) colony forming units (cfus) of plural microbial flora. This event occurred during routine sampling, which had occurred during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was deteriorated and there was insufficient angulation. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."